Manufacturer narrative:
Pt info not available from site at time of this report. Return of suspect part is not expected; no eval can be performed at this time. Currently there is no request for part replacement.

Event description:
A medtronic rep reported that the positioning sensor unit (psu or camera) was not working properly. Either the psu can see reference frame but can not see the probe or the psu can see reference frame but can not see the probe or the psu can see both instruments but cannot navigate. Report from the site confirmed spheres are new and firmly attached, instruments are in psu's field of view. After a while navigation resumes, however, navigation was discontinued to complete the procedure. No harm to pt was reported.